Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and upon removing the dilator from the vizigo, the orange cap valve came with it. The brim cap became dislodged, and came off the sheath with the dilator, when it was taken out. There was excessive bleeding from the catheter that was held by the physician¿s finger. The valve was attempted to be placed back on but there was still blood leaking from the valve. The physician then decided to open a new sheath. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and upon removing the dilator from the vizigo, the orange cap valve came with it. The brim cap became dislodged, and came off the sheath with the dilator, when it was taken out. There was excessive bleeding from the catheter that was held by the physician¿s finger. The valve was attempted to be placed back on but there was still blood leaking from the valve. The physician then decided to open a new sheath. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, and functional tests were performed following j&j procedures. Visual analysis revealed that the device was in normal conditions. The hemostatic valve, friction ring and brim cap were placed in its original place. An irrigation test was performed, to verify any leakage from the brim cap. No issues were detected. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. The brim cap issue reported by the customer could not be confirmed as the device was returned without detectable damage. No device defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).